Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller from hospital reported patient blood glucose results of 91 mg/dl on their lab analyzer, inform system result of 585 mg/dl within 10 minutes. Reported no adverse event. A request was made for the return of the strips, replacement sent.